Event description:
A malfunction alarm designated as altitude alarm 21 was reported, causing the customer's blood glucose level to exceed 500 mg/dl, displaying as ¿high¿ on the device. The customer performed a correction injection using multiple daily injections (mdi) and received typical third-party assistance, not requiring any additional help. Customer service advised the user to clean the pump's speaker holes, try reconnecting the cartridge, and put the device into storage mode before returning it. Despite attempts to resolve the issue, the alarm persisted when the new cartridge installation was attempted. Consequently, customer technical support decided to replace the pump and cartridge, with the replacement unit sent to the customer along with instructions and training resources in their tandem source account.

Event description:
A malfunction alarm designated as altitude alarm 21 was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.